Manufacturer narrative:
On (B)(6) 2026, the user reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Review of sensor data indicated transient optical instability. A firmware update was available at the time of the interaction; therefore, the user was advised to perform the update. System reinitialization occurs as part of the upgrade process and facilitates faster signal stabilization. The user was able to successfully locate and perform the firmware upgrade and complete the next steps. Additional monitoring confirmed that the system showed better agreement between sg/bg after the firmware upgrade. The user was provided with general education on the system performance, including the lag between bg and sg inherent to the sensing technolgoy, and was advised to continue using the system, calibrating when prompted by the system. Dms review confirmed the system was current with active use.

Manufacturer narrative:
The user reported differences between the bgm and cgm system. The case was escalated to next level support and a firmware upgrade was requested. System performance was monitored and it was determined that the system is showing better agreement in bg/sg after the upgrade. After further education and setting expectations of up to 20% difference between bg and sg values, the user understood. No further investigation was found necessary for this complaint.

Event description:
On february 5, 2026, senseonics was made aware of an incident were user experienced sensor inaccuracy. No injury or medical intervention was reported.